Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "I advanced the guide wire with no issues. Once I advanced the wings there was a pop sensation and the wings advanced. Upon removal of powerglide base, I noted no needle safety shield on the end of needle. Only guide wire and needle exposed. Upon opening base to ensure parts were left in patient, noted safety at base of needle." No other information was provided.

Event description:
It was reported by the customer "I advanced the guide wire with no issues. Once I advanced the wings there was a pop sensation and the wings advanced. Upon removal of powerglide base, I noted no needle safety shield on the end of needle. Only guide wire and needle exposed. Upon opening base to ensure parts were left in patient, noted safety at base of needle." No other information was provided. Additional information received 6/12/2023: it was reported by the customer ¿the patient is over age 50. The event did not involve an urgent/life threatening medical situation, patient harm, injury, complication, or significant delay in treatment.¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a safety mechanism not activating is confirmed; however, the exact cause is unknown. One photograph and one video of a powerglide pro were returned for evaluation. An initial visual observation of the photograph and video showed pieces of the powerglide pro separated. The needle and safety mechanism were detached from the housing, and the safety mechanism was at the proximal end of the needle and the needle tip was exposed. The top housing portion of the device showed the guidewire connected to the coupler and the guidewire was pointing upward. The clear portion of the housing, the catheter, and the handle/wings could not be seen in the returned photograph and video. Some use residue was observed on the sample in the returned photograph. No obvious damage was observed. While the exact cause of the observed safety mechanism not activating could not be determined from the returned photograph, possible causes include detachment of safety mechanism from carrier during use/manipulation, damaged component, and misassembled device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "I advanced the guide wire with no issues. Once I advanced the wings there was a pop sensation and the wings advanced. Upon removal of powerglide base, I noted no needle safety shield on the end of needle. Only guide wire and needle exposed. Upon opening base to ensure parts were left in patient, noted safety at base of needle." No other information was provided. Additional information received on 6/12/2023: it was reported by the customer ¿the patient is over age 50. The event did not involve an urgent/life threatening medical situation, patient harm, injury, complication, or significant delay in treatment.¿